Event description:
It was reported that the pt underwent a plif at l4/5 using posterior fixation for spondylolisthesis. The straight probe tip broke in the l5 vertebral body during the procedure. The broken tip of the probe could not be retrieved, and remained in the vertebral body.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. The x-ray confirmed that the tip of the probe was broken inside of the l5 vertebral body. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.